Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during the explantation of a nail from the leg of a patient, it was discovered that the proximal screw was broken in 2 pieces. One part of the screw was removed and the other part was left embedded in the patient. An abundant cleaning of the surgical site was done followed by the closing of the site. Clinical consequence : probable delay of bone consolidation. Concomitant device reported: unknown nail ( part# unknown, lot# unknown, quantity 1) and unknown screws ( part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the investigation of the locking screw has shown that at the threaded shaft a part of 18mm broken off. The thread near the broken area looks stripped/deformed. At the stardrive recces are wear marks visible. The broken part (18mm) of the shaft is not available for an evaluation. Therefore the complaint is rated as confirmed for this screw. Dimensional inspection: document/drawing: feature/test/description: shaft core diameter (near broken area), specification 4.25 +/- 0.05, actual 4.28, gage 3-01-19789, results "pass," feature/test/description: outer diameter, specification 4.95 max., actual; 4.85, gage 3-01-19789, results "pass." The measured dimensions were found to be within the given specifications per the drawings referenced above. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2 for implants for surgery, titan grade 2. The fracture face is homogenous, which indicates material conformity. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this locking screw as the screw is broken. The exact cause of the breakage cannot be defined as there was just few information provided and as the fragment was not returned for evaluation. Based on the information we received we can only assume that the mentioned delay in the consolidation did lead to a fatigue failure of the screw. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history: part: 04.005.528, lot: l930214, manufacturing site: (B)(4), release to warehouse date: 12.jun.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: complainant part returned for manufacturer review/investigation. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Corrected data: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.